Event description:
It was reported that a patient required medical intervention for high blood glucose levels while wearing a pod. The patient's blood glucose levels had rose to over 500 mg/dl. The patient reports receiving a hazard alarm on their controller in which they were unable to clear to apply a new pod. The patient reports having leg pain as well as cramps. The patient had gone to a private clinic to seek medical attention. The patient was diagnosed with hyperglycemia as well as postural tachycardia syndrome (pots). The patient was treated with intravenous fluids. The patient was at the private clinic for 1 hour. The patient was able to reset their controller and apply a new pod while on the call. The pod will not be returned as it has been discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The returned device was evaluated and in the case description, the user mentioned that they received a system error alarm. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the android log files found that a system error of error code 50-18811-04451-006 had been generated by the system. This alarm forced the deactivation of the pod on acknowledgement. The logs showed that the system error was due to a crosscheck verification failure due to a created but unprogrammed bolus command that was not consistent between the pod status and the controller status. It was observed that prior to the system error, the user encountered a confirmed command failure when attempting to deliver a bolus. The user then restarted the controller and received the system error shortly after. The exact cause of the confirmed command failure and the subsequent crosscheck verification failure could not be determined.